Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that he was in a car accident while he was driving and wearing the insulin pump. The customer stated that it was not determined to be blood glucose related, but more related to the black ice and the slick roads. The customer stated that he did not have the device on him upon arrival at the hospital. It was stated that the father recovered the device at the scene of the accident and retrieved pump from the snow. Advised the customer that the insulin pump would be replaced. No further info was provided.